Event description:
When an attempt was made to administer pacing therapy to the pt, the device repeatedly prompted leads off and pacing could not be initiated. The pt was not resuscitated, but the reporter indicated that pt outcome was not affected, based upon a lack of pt viability.